Event description:
Complainant alleged that the medics were attempting to pace a 40 yr old female pt with a low heart rate, while using the device with multi-function electrodes and a multi-function cable. The clincians observed that the pt appeared to be receiving the pacing pulses, but the pt's heart rate remained in the 30's. The clinicians then increased the ppm setting to 100 and the ma rate to 80, but the pt's heart rate continued to remain in the 30's. The clinicians then obtained another device and successfully paced the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.